Event description:
This complaint is now reportable based on the analysis completed on 08/07/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 2.50x12 mm drug eluting stent would not cross the lesion. The lesion being treated was located in the circumflex (cx) artery. The procedure was completed with another taxus express2 drug eluting stent. However, the returned product confirmed stent damage.

Manufacturer narrative:
No other issues were identified with the returned device that could contribute to the complaint incident. The type of damage found with the stent and wire liumen, could only have occurred after the device was removed from its protective packaging. Device analysis found that the stent was completely flattened on the balloon. This type of damage is consistant with the device / stent coming in contact with a foreign object. It is unlikely that the device was in this condition during the physicians attempts to cross the lesion, as it was not possible to insert the recommended size guidewire through the lumen, as it was also flattened. The device could not have left the manufacturing facility in this condition as all devices are packaged with a 0.015 inch product mandrel that is inserted through the wire lumen. It would not have been possible to insert the mandrel through the lumen, in its retruned condition. It is noted that the device failed to meet specifications in its returned condition, as a result of the stent damage. No additional complaints have been received for this top assembly batch of devices. A review of the manufacturing record for this batch shows that the device met it's material, assembly and product specifications.